Event description:
It was reported the pt has not used or charged her scs system since on (B)(6) 2013. Subsequently, the pt is unable to establish communication with her scs ipg using her pt programmer and/or charging system. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.